Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
Further information was requested but not yet received. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed pacing induced cardiomyopathy due to use of a dual-chambered pacemaker. On (B)(6) 2020, the device was replaced with a bi-ventricular pacemaker.